Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture threshold allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The lead was explanted. The lead was returned to the laboratory and was analyzed. No additional adverse patient effects were reported.